Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pacemaker was failed to remove from the header and having an operation issue. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of problems tightening and untightening the setscrew was confirmed. Analysis revealed the physician was making incorrect wrench insertions into setscrew inset. The physician was attempting to force the wrench into the setscrew inset without it being aligned with the hex inset so the wrench tip could drop into the inset. Due to the incorrect wrench insertions the setscrew was being stripped, could not be engaged and could not be properly tightened and was difficult to untighten. The setscrew was difficult to loosen for all these reasons. No device anomalies were found. The problems were related to the user¿s/physician¿s incorrect use of the torque wrench.

Manufacturer narrative:
Correction: h6 - medical device problem code - should be only "1528 - difficult to remove".